Event description:
A pt reported possible inaccurate result with a one-touch meter. Pt has had diabetes mellitus since 4 months and has been using a different meter before the event date. On the event date, pt had a glucose reading of 61mg/dl on ot meter. Pt was not feeling well, and feeling sick, so pt went to emergency room where pt's blood glucose was 144mg/dl on hosp meter. Pt was reportedly treated with 4u of insulin and sent home after 30 minutes. Pt reportedly cleans meter with alcohol, a practice warned against the MFR in ot meter owner manual. No allegations of harm have been made.